Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting shock impedance high out of range, measuring greater than 125 ohms. Review of recent stored egms confirmed normal sensing and the egm channels were artefact free. Additionally, this patient was seen in-clinic and the device was reprogrammed. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting shock impedance high out of range, measuring greater than 125 ohms. Review of recent stored egms confirmed normal sensing and the egm channels were artefact free. No adverse patient effects were reported. This rv lead remains in service.